Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 279mg/dl, 239mg/dl, 143mg/dl. Tests were done <10 minutes apart with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.